Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: the review of the black box data showed power reboots in the pump history. The battery compartment was cracked. The battery cap was stripped and unable to maintain an electrical connection; therefore, power loss was duplicated during testing. The battery cap contact height and width measured within specifications. A test cap was used for testing purposes and the pump was able to power on per normal operation. During duration testing with a test cap a call service alarm 088 occurred. The pump was opened up and moisture damage was found on the printed circuit board. The call service alarm occurred due to moisture damage. (B)(4).